Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that for a pool of patients the needle of the suture was bent when the suture was being passed into it and the suture broke when tying. Normally 2 sutures are required, but since this issue 3-4 sutures were required. Some of the patients required additional suturing on the following day. Additional information has been requested and received.

Manufacturer narrative:
No sample has been returned for evaluation for the report of needle bent , broke while tying, and an additional suture required on following day; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).